Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic procedure, when the staples were check, the jaws of the device could not open, the surgeon was able to squeeze the handle but the stapler was not able to fire. A new device was used to complete the case. No patient injury.